Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 23095 and replaced the manipulator controller ergo base (mceb) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the mceb is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 23095 on the console 1 when it powered on. The customer power cycled the console multiple times but the issue remained. The technical service engineer (tse) verified the error in the logs pointing to the armrest control. The tse then had the customer hard power cycle the console but the error remained still, the customer opted to perform the case with the remaining console 2. The procedure was completed with no reported injury.